Event description:
The customer reported via phone call that the insulin pump has had multiple no delivery alarms. The blood glucose reading was 450 mg/dl. The high blood glucose readings were treated with the insulin pump and there was a set change. The customer beleives the issues is not related to the insulin pump and will try the sure-t samples.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.